Event description:
It was reported that on (B)(6) 2013, the right ventricular lead exhibited low impedance. On (B)(6) 2013, surgery was performed and an insulation anomaly was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.